Manufacturer narrative:
Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit an remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
The following information was reported to kci by the physician: the tissue where dressing was placed allegedly became necrotic when the patient was on prevena therapy. Debridement was performed to remove the necrotic tissue and the patient was placed on activ.a.c therapy. On (B)(6) 2014, the patient's physician confirmed the tissue necrosis was not caused by prevena therapy. The physician alleged prevena therapy may have contributed to the tissue necrosis. The physician reported the patient was diabetic and obese and these were additional factors that may have contributed to the tissue necrosis.